Event description:
It was reported that during an inflatable penile prosthesis (ipp) procedure both keith needles caused sutures to break as physician pulled cylinders into proper position. Patient is doing fine. Implant is in great shape, no issues with the actual procedure, other than an inconvenience.